Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ectopic pregnancy, dizziness, headache, cesarean section and weight fluctuation. Previously administered products included: iud nos for to treat heavy bleeding. Concurrent conditions were listed as d & c and asthma. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), pelvic pain ("physical pain / pelvic pain / right and left sides pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). An unknown time later she experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: surgery (other): d & c. Discrepancy noted (as per pfs) plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). [Hysterosalpingogram] (date unknown): essure device was successfully occluded [ultrasound pelvis] on (B)(6) 2018: 1. Three uterine fibroids, as detailed above. 2. Left ovary not identified. Lot number 114155- not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2020: seriousness criteria added - intervention required. This case is being submitted retrospectively following an internal review we received a lot number in this case, which was invalid. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight fluctuation, cesarean section, headache, dizziness and ectopic pregnancy. Previously administered products included for to treat heavy bleeding: iud in (B)(6) 2018. Concurrent conditions included asthma and d & c. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / pelvic pain / right and left sides pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, depression, bladder disorder, urinary tract disorder, vaginal haemorrhage, anxiety, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: surgery (other): d & c. Discrepancy noted (as per pfs) plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 222 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2018: 1. Three uterine fibroids, as detailed above. 2. Left ovary not identified. Lot number 114155- not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jun-2022: quality safety evaluation of ptc. We received a lot number in this case, which was invalid. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.